Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was walking today when all of a sudden all the values on their program went down to 0. The patient indicated they do have adaptivestim programmed in. The patient stated that they were on group b when all of a sudden everything shut off; patient services (pss) clarified further with the patient and patient stated that the controller remained powered on, however the stimulation levels all dropped to 0. The patient stated that they could still feel the stimulation working and that all of their body position changes were being detected and changing appropriately through adaptivestim even though all of the stimulation parameters were displaying at 0. The patient stated that they switched to group a and that everything worked as normal and that their stimulation parameters were displaying correctly. Pss had the patient reset the controller. Upon completion of the controller reset, patient confirmed that the controller powered back on and that group a displayed with the normal stimulation parameters. The patient then switched to group b and patient confirmed that all of the stimulation parameters were displaying normally and not all at 0. Troubleshooting resolved reported issue. The patient reported that the issue was still occurring where the stimulation was going down on its own still. The patient was redirected to see their doctor.